Manufacturer narrative:
No product was received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 20 jun 2024 from the caregiver (cg) of a 69-year-old male patient with a medical history including diabetes and end stage renal disease, who stated blood was observed leaking from the ¿venous lock site¿ during a home hemodialysis treatment on (B)(6) 2024. Treatment was terminated without rinseback. There is no report of medical intervention being required. Additional information was received on 21 jun 2024 from the home therapy nurse (htn) who stated that the patient attached a syringe to the port and the leak stopped. The blood loss was 'minor, a few drips'. There were no symptoms related to the event. The patient continues to treat with the nxstage system.